Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was reported that the patient was hospitalized for the event for five days. The patient was treated with 'intensified treatment" (not further specified) for the peritonitis. At the time of this report, the patient was on "mysiini" (not further clarified). No further information was provided regarding the outcome of the peritonitis event. No additional information is available.